Event description:
During a planned maintenance visit, ohmeda service rep noted output of vaporizer was not within specification. Investigation/conclusion: dated may 9, 1995, and reminder notice dated june 16, 1997.